Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, "failed downstream occlusion test" was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" Alarms however test failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the force sensor that was out of calibration. The force sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.